Manufacturer narrative:
The manufacturer previously reported a simplygo oxygen concentrator that allegedly shut off during patient use. The patient became cyanotic and was transported to the hospital. The manufacturer received information from the reporting facility stating the device is not returning for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a simplygo oxygen concentrator shut off during patient use. The patient became cyanotic and was transported to the hospital. The patient has not yet been released from the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.